Event description:
During our 100% mattress/stretcher mattresses audit 51 mattresses were found with integrity compromise. The breakdown is as follows: stryker pioneer-3, hill-rom accumax-4, hill-rom centrella max-5, envy line-2, hill-rom-15, stryker-6, hill-rom stretcher-1, hill-rom nano ag+-1, hill line-2, atmos air-1, kap medical-1, mental health safety mattresses-10. Reference report number #mw5161385, #mw5161386, #mw5161387, #mw5161388, #mw5161389 #mw5161390, #mw5161391, #mw5161392, #mw5161393, #mw5161394, #mw5161395, #mw5161396, #mw5161397, #mw5161398, #mw5161399, #mw5161400, #mw5161401, #mw5161402, #mw5161403, #mw5161404, #mw5161405, #mw5161406, #mw5161407, #mw5161408, #mw5161409, #mw5161410, #mw5161411, #mw5161412, #mw5161413, #mw5161414, #mw5161415, #mw5161416, #mw5161417, #mw5161418, #mw5161419, #mw5161420, #mw5161421, #mw5161422, #mw5161423, #mw5161424, #mw5161425, #mw5161426, #mw5161429, #mw5161430, #mw5161431, #mw5161432, #mw5161433, #mw5161434, #mw5161435, #mw5161436.